Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of an unknown level and diabetic ketoacidosis. Customer indicated that they had symptoms such as being dehydration and a non working infusion set. Troubleshooting found that the customer changed to a new infusion set and that the pump was not giving insulin. Troubleshooting assisted customer with information about infusion sets and found that the customer will follow up with their doctor next week. There was no further information provided by the customer or by troubleshooting.